Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. On the second firing. The device made a grinding noise and locked on cystic duct. Attempted to pry the device off with other instruments, resulting in breaking the jaws to remove. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.